Event description:
Reporter alleged that on (B)(6) 2018 at approximately 0900 the end-user required medical intervention due to hypoglycemia. Reporter stated that the end-user was found unconscious and breathing on the floor. Reporter performed a blood glucose test with the prodigy meter and the result reported was 374 mg/dl. Reporter contacted the paramedics immediately after testing and they arrived approximately 30 minutes later. When the paramedics tested the end-user's blood glucose on their meter it read 30 mg/dl. Paramedics started an IV and gave the end-user "glucose through the IV". Reporter does not know the name of the fluids administered. Paramedics remained with the end-user and retest after administering the fluids and the result was 135 mg/dl with the paramedic's meter. End-user was not transported to the hospital. No further information was provided in regards to this event.